Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery. This report is filed april 26, 2016. Device not received by manufacturer.

Manufacturer narrative:
This report is filed august 15, 2016.

Manufacturer narrative:
This report filed (B)(6) 2016.

Event description:
Per the clinic, the patient experienced intermittency with the device. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2016.